Event description:
It was reported that the patient presented in clinic for follow up. The pacemaker could not be interrogated via radio frequency (rf) telemetry. When inductive telemetry was performed, it was slow was not able to be interrogated appropriately. Additionally a diagnostic anomaly was noted. No intervention was done. There were no patient consequences.

Manufacturer narrative:
Correction: section h6 - medical device problem code 1383 incorrect measurement should have been 3196 data problem for anomalous diagnostic data could not be read and data could not be erased.

Manufacturer narrative:
Correction: section h6 - medical device problem code 3196 data problem for anomalous diagnostic data could not be read and data could not be erased should have been 1535 incorrect, inadequate or imprecise result or readings.